Event description:
It was reported that during the pancreas surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6)2022. Batch # 454a71. Concomitant medical products: tcr75 ¿ lot # 439a43. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal18 drivers up without staples, the remaining drivers down with staples present and with the cartridge deck damaged. Also some staples were noted to be malformed on the deck due to the condition of the reload. The returned reload had the swing tab in the locked position. The device was tested for functionality with a test reload and it fired, cut, and formed all staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. In addition, the opened packaging of the reload was received along with the device. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife during device firing, prior to reloading the device, clean in sterile solution and then wipe the anvil and reload channel to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.